Event description:
The lay user / patient contacted lfs on (B) (6) 2010, alleging an issue with her lancing device. A medical surveillance specialist (mss) was unsuccessful in getting a hold of the patient and sent a letter to the patient to contact lfs to obtain further clinical information. The patient alleged that the reported issue with her lancing device started on (B) (6) 2010 at around 5:00pm. At an unspecified time later the patient began to exhibit symptoms of having a headache and felt thirsty. The patient did not seek any medical attention or contact their physician for assistance. The product was replaced. No further clinical information was provided. It would have been helpful to know the patient's diabetes regimen, whether she continued to take her diabetes medication after the reported issue began, how soon after the patient exhibited symptoms and how long symptoms lasted. The complaint is being reported since the patient alleged that due to the reported issue and being unable to test she developed symptoms suggestive of a serious injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.